Event description:
It was reported that the tip of an asahi caravel microcatheter became detached during a percutaneous coronary intervention to treat a moderately tortuous, heavily calcified, 75-90% stenosis in the left main. After rotablation, the microcatheter was used for wire exchange. When a cutting balloon was delivered, a tip fragment of the microcatheter was found remaining distal to the lesion. Unsuccessful attempts were made to retrieve the tip. Because the tip moved far distally and the physician determined it was unable to retrieve it. The pci was successfully completed with reestablished blood flow. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4). The caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned microcatheter. Circumferential cracks made by tensile stress were observed on the surface of the remaining tip. Stretching of the tip polymer was observed at the torn end of the tip. Measurement of the returned microcatheter suggested that approximately 1.5mm of the distal part of the tip was missing as the tip had torn by tensile stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated removal had most likely contributed to the observed tearing of the tip. The applied stress would localize and therefore exceed the product design limit when the tip was being caught by the calcified lesion, it was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [contraindications] ~ do not use this microcatheter in advanced calcified lesion. [Warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] ~ separation.